Manufacturer narrative:
Reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no device was returned. Medical records received and evaluation: the provided medical records were reviewed by a clinical consultant who rejected the records because, while x-ray confirms medial dislocation fracture of the acetabulum, operative reports are required. Device history review: confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the provided medical records were reviewed by a clinical consultant who rejected the records because, while x-ray confirms medial dislocation fracture of the acetabulum, operative reports are required. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. Product surveillance will continue to monitor for trends. Product surveillance will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Surgeon replaced patient's hip on (B)(6) 2015. Patient fractured 3-4 days after hip replacement, the cup went through the acetabulum (right hip). The patient was transferred to another hospital and the sales representative is unaware of a revision/medical intervention.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned to manufacturer.

Event description:
Surgeon replaced patient's hip on (B)(6) 2015. Patient fractured 3-4 days after hip replacement, the cup went through the acetabulum (right hip). The patient was transferred to another hospital and the sales representative is unaware of a revision/medical intervention.